Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. Per documentation, it was reported that the patient experienced bg and cgm values within the device's specifications for accuracy which occurred 9 days after the sensor had been inserted in the arm. The patient passed out. The cgm value at that time was not documented. The bg at that time was not checked. The parent treated the daughter with glucose jelly and she woke up. An unspecified time after treatment, they checked the patient's glucose using the bg meter and it was 66 mg/dl and it was 72 mg/dl on the cgm. There was no documentation of further medical evaluation or intervention. The patient experienced headache from the fall. At the time of the report, the patient was in good condition. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.